Manufacturer narrative:
One medfusion pump was returned for investigation in used condition. The tamper seals were intact. The right plunger case was cracked. A primary audible alarm post, followed by a secondary acu watchdog failure alarm were noted in the event history log (ehl). The customer reported the following product problem: acu watchdog error/audible alarm. The investigator was unable to reproduce the alarms during an occlusion test. The investigator noted that there was no damage to the speaker or interconnect board. Based on the findings in the ehl, the customer reported product problem was verified. The problem source of the reported product problem was unknown however. A root cause was not established. The speaker was replaced as a preventative measure. The pump passed all the functional tests after undergoing preventative maintenance.

Event description:
It was reported that the medfusion pump exhibited an acu watchdog error/audible alarm. No patient injury or complications were reported in relation to this event.